Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and high force was observed ¿every three times we like to start with ablation¿. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and screening test and force accuracy test of the returned device were performed. Visual inspection revealed foreign reddish material presumably blood inside the pebax. This finding is MDR reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and screening test and force accuracy test of the returned device were performed following j&j medtech procedures. Visual inspection revealed foreign reddish material, presumably blood, inside the pebax. Due to the reddish material observed on the pebax area, further examination under microscopic imaging was performed and a separation between pebax and electrode section was found. A screening test was performed, and the device was recognized and visualized correctly; however negative force vector and high force readings appeared in the system. Due to this issue, a force accuracy test on automated force calibration station (afcs) was performed and it failed the test. The resistance of the sensors on the printed circuit board (pcb) was measured and it was within specifications. In addition, the tip was dissected and insufficient adhesive application was found on internal wires. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issue reported by the customer was confirmed as the insufficient adhesive could be related to the issue reported by the customer. The root cause of the pebax damage and adhesive condition are related to a manufacturing process. The pebax damage is unrelated to the issue reported by the customer. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. Internal corrective actions are being followed to reduce the adhesive condition failure mode and force sensor sleeve insolation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).